Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier was analyzed and visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test 2 of 2 attempts. The instrument was fully functional. No product issue was identified related to the reported event. The complaint was not confirmed by failure analysis. Further investigation confirmed additional observations. The instrument was found to have a derailed grip cable at the distal idler pulley. The yaw motion may be non-intuitive as a result.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier jaws were not closing clips fully. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter informed that they were not able to acquire additional information. The issue was brought to their attention hours after the procedure and neither caused any delay of procedure, nor any patient harm.